Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 date is unknown, g2, h6 type of investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 and h6 - (health effect - impact code). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's total knee arthroplasty is experiencing significant bone loss and causing the patient to require a walker for four months. Patient further stated that following an MRI review from his doctor, he may need another replacement.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Kroll inquiry inquiry received: 1/9/2025 15:50 patient name: (B)(6) it was reported that this patient's total knee arthroplasty is experiencing significant bone loss and causing the patient to require a walker for four months. Patient further stated that following an MRI review from his doctor, he may need another replacement.